Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was fluctuating between 79,000 and 80,000 rotations per minute (rpms) during temperature testing and the console was intermittently recognizing the motor. It was further observed that there were nicks throughout the length of the cord of the device. Therefore, the reported condition was confirmed. It was determined that this was due not following the emersion/sterilization procedures properly, which damaged the motor components and dried out the cord causing the nicks. The assignable root cause of the component damage was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported that during an unspecified surgical procedure, it was observed that an e8 error code was displayed when the motor device was used together with the console device. There were no delays to the planned surgical procedure as identical spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.